Manufacturer narrative:
B5: the reporter provided additional information that the device over infused at a flow rate of 40 and vtbi was 20. The results of the flow testing was 21.5. H11: the device was received for evaluation. During evaluation, the reported problem of ' fail flow rate' was not reproduced. Device was sent in for flow testing and passed. A review of the event history log (ehl) revealed no abnormalities. The reported condition was not verified. Upon follow-up with the customer, it was reported the device over delivered by 7.5% and an over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test. This occurred during testing in the biomed service department there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.